Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a flashing, white or blank display. The customer¿s blood glucose level was 192 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not returned. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had a blank flashing white lcd display screen with audio beeps due to cracked lcd controller and cracked bleeding lcd glass. The insulin pump was unable to verify frozen display screen due to blank flashing white lcd. The device was unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank flashing white lcd.